Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 700 mg/dl; cause was unknown. Customer changed infusion set and delivered a bolus to address bg. As tandem technical support was not contacted at the time of the event, a system check was not performed. Recommendation was made for the customer to discuss the event with a healthcare provider.